Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box showed no evidence of short battery life. The black box indicated that a 0.00u/hr temp basal program was active for 12 hours from (B)(4) 2015 on 6:54 pm until (B)(4) 2015 at 6:36 am, followed by consecutive pump reboots. During investigation, the pump powered on with no auditory sound. During testing, the ez-prime steps were performed correctly. Current draws were found to be within specifications. The complaint of short battery life was not duplicated. The pump case was removed and no intermittent condition was found to the motor flex/connector or to the cgm module; however, silicone was found on the piezo plate and contacts. After cleaning the piezo, the auditory alert functioned appropriately.